Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient was treated with oral antibiotics and injectable steroids around incision site (date and duration not reported) due to a post op infection. Secondary to the infection the patient's implant site suffered an impact. Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss.